Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the screen on this unit is frozen and will not allow input from touch. It is unknown if there was patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated the unit however was unable to reproduce the reported issue of the unit not responding to touch. Upon further testing the failure analysis lab found the unit to have a "vent inop" and "motor fault" alarm, and found the battery pack to be a non approved battery pack and was disconnected. Upon reconnecting the battery pack the unit operated as intended. As a precaution it was recommended that the main printed circuit board be replaced. Please note that it is intended to be left blank but becomes autopopulated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in section.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. This issue will be internally investigated within carefusion.